Manufacturer narrative:
(B)(4)

Event description:
The pt's pump was explanted (B)(6)2010, due to an infection at the incision site. The pump delivered lioresal. The pt was given oral baclofen to prevent withdrawal. The hcp considered discontinuing the oral baclofen for an unspecified reason. Additional info has been requested from the hcp, but was not available as of the date of this report.